Manufacturer narrative:
FDA correction/ removal reporting no. 3005423519-10/12/2021-001-r. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent breast reconstruction revision with a 650cc mentor smooth round moderate plus profile saline breast prosthesis on the left breast. Post-operatively, the patient experienced a left breast that has become significantly smaller. As a result, the patient underwent breast implant removal and replacement with a mentor gel implant on (B)(6) 2022.